Manufacturer narrative:
(B)(4). The complaint rt226 infant low flow breathing circuits are currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that two rt226 infant low flow breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt226 infant low flow breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Two complaint rt226 infant low flow breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for evaluation, where they were visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuits or the drylines. The pressure test revealed that all subject breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the leak as reported by the customer as no fault was found with any of the returned devices. All rt226 infant low flow breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt226 infant low flow breathing circuits state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."